Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from february 03, 2021 - february 04, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed an image of a white flow restrictor with an attached blue cap and an arrow pointed at the white flow restrictor. The photograph did not show evidence of a leak at the blue cap. The reported condition was not verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had leakage at "the upside of the blue cap". It was further reported that the blue cap was fully tightened. This issue was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.